Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. It was determined that was due to out-of-range (oor) shocking impedance measurements on the right ventricular (rv) lead. No intervention is planned at this time, and the patient will continue to be monitored. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.